Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was admitted to hospital due to acute myocardial infarction. Emergency coronary angiography was performed which showed complete occlusion of the proximal circumflex (cx) branch. One resolute onyx coronary drug eluting stent was inserted at the lesion of the cx branch and was fully expanded. There was no chest tightness or pain after the operation. One day post stent implantation the electrocardiogram (ECG) was rechecked, and the st segment returned to the baseline. Approximately 11 days post stent implantation a re-do coronary angiography was performed which indicated that the resolute onyx stent implanted in the cx branch was occluded. The proximal end of the stent was closed, and it was difficult to pass the guidewire through the lesion. The guidewire went into a false lumen. There was no problem with the stent itself or the stent delivery system. The guidewire was passed through the true lumen of the blood vessel, and another stent was added. The second surgery was successful. It is believed that the resolute onyx stent was too small and did not fully cover the plaque, resulting in delayed hematoma of the vascular dissection proximal to the stent. The p patient recovered and was discharged from the hospital.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: one mp4 video was provided for review. Image shows injection of contrast into the left coronary system. There appears to be an occlusion in the side branch vessel. There also appears to be a level of vessel dissection where the contrast has pooled in the dissection in the vessel lumen. No images were provided showing the stent deployments or any attempt to treat the lesion/occlusion. Root cause of reported issues cannot be determined from the video provided. But occlusion and dissection can be confirmed. Additional information: the resolute onyx stent was initially used to treat the stenosis. The patient was transferred to another hospital. The guidewire used was a non-medtronic device. The blood vessels were opened after the second stent was implanted, and the surgery was completed. The resolute onyx stent did not cause the dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.